Event description:
Event description guidant received information that due to a fault code appearing at the patient's last follow-up, this system was changed out. The endotatk dsp lead was removed due to a shorted <10 ohm shocking impedance. The implantable cardioverter defibrillator was electively replaced, due to the fault code 5 which indicates a long charge time, most likely related to damage from the shorted lead.